Manufacturer narrative:
A non-union was reported after an initial bunion surgery. The root cause cannot be determined due the device not being returned for evaluation as it remains implanted in the patient with no plans currently to revise. However, radiographic evidence was reviewed and although the results were inconclusive as to the likely cause of non-union of the patient's bones, it did indicate three (3) screws were backing out of the plate(s). The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history records for all devices intended to be implanted were reviewed (1405-1408, 1405-1409, and 1405-4051) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to the screws backing out, it is possible either the screws were not completed locked during placement and/or the post-operative activity of the patient lead to the screws loosening and eventually backing out. The instructions for use, lbl 1405-9005, identifies warnings related to postoperative care and the surgical technique, lbl 1405-9001 instructs on the proper method for inserting screws into a plate. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed in march 2019, non-union was reported. Review of provided radiographic evidence shows three (3) screws are backing out of the plate, however the surgeon indicated the patient is "doing great, minimal pain, and happy with results." All hardware remains implanted in the patient with no plans currently to revise.